Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device, on 03/04/2024. No data was provided for evaluation. The allegation and the probable cause could not be determined. Insert parkes error grid b5 verbiage here. No injury or medical intervention was reported.